Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested battery check. The associated service order shows a reservation for order of a replacement battery. There was no reported patient involvement.